Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device doesn't pass opcheck for charge/shock. There was no patient involvement.